Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed replace battery now alarm without low battery alert, failed battery and insulin flow blocked. The customer's blood glucose level was 5.2 mmol l at the time of incident. The customer reported reoccurring alarms and alerts. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed self-test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. Insulin pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm and replace battery now alarm due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with minor scratched display window, case and keypad overlay.